Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed. The customer¿s blood glucose was unknown. Customer previously got watchdog timeout alarm. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer was assisted to performed self test and the test was pass. Customer stated that the calling back after completing insulin pump error alarm troubleshooting and not receiving another insulin pump error alarm after a battery change. Customer troubleshooting was performed. Customer stated that the alarm did not occurred shortly after inserting a new battery. Customer stated that alarm was reoccurring during normal insulin pump use. Customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.